Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that (12)assy fr case w/ keypad 8015 m2 require replacement due to unspecified keypad failure.

Event description:
It was reported that (12)assy fr case w/ keypad 8015 m2 require replacement due to keyboard intermittent.